Manufacturer narrative:
On 08 february 2016, it was prepared a final report with the information already submitted in the initial report. On 09 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 the medical affairs made the following comment, while checking the x-ray received: this case is reportedly an infection and the available information is compatible with such diagnosis. Infections are a known possible complication of tha. No reason to suspect a different root cause. Batch review on 07 december 2015: lot 113392: (B)(4) items manufactured and released on 17 october 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial insert ps fixed # 4/10mm code 02.07.0410 lot. 120160 (k090988): (B)(4) items manufactured and released on 29 march 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 4 l code 02.07.1204l lot. 114497 (k090988): (B)(4) items manufactured and released on 08 february 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision due to infection (staphylokken epidermitis) 3 years post op. All implants have been removed. The patient received cement spacer.